Manufacturer narrative:
The reported events were for cardiac perforation at the myocardium by the lead screw . As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix to be stretched consistent with procedural damage. The electrical testing did not find any indication of conductor fractures or internal shorts. All lead tip stiffness values tested in specification.

Event description:
During an initial implant procedure, the right atrial (ra) lead was noted to have partially perforated the myocardium of the right atrium. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.